Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was having difficulty acquiring a signal from their sensor. During troubleshooting, it was noted that the patient's reading appeared to be possibly drifting. As a result, the patient's sensor was recalibrated by 37 mmhg via the patient website.